Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. The complaint of overheating could not be reproduced but mdu did fail with a forward button malfunction. Reverse and oscillate buttons functioned but the forward button is nonfunctional. Cause of forward button malfunction is a damaged hall pcb. Hall pcb is damaged from corrosion possibly due to insufficient potting. Current draw was below average for this product and overheating did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
UDI erroneously reported as (B)(4). Subject device does not have a UDI number assigned.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the unit gets hot and cannot be used. There was no evidence of patient risk or delay in the procedure. A back-up unit was used to complete the procedure.